Event description:
(B)(6) director of nursing reported patient's home health registered nurse went to give infusion today and received curlin pump error code 20:0, even after home health registered nurse changed the batteries, they still received error message about lithium battery. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 40gm. Gamunex-c indication: did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes, is device associated with event available for return? - unknown.